Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the competitor's right ventricular lead was part of a pocket evacuation being conducted wherein tachy mode was never turned off. As a result, a fault code 1005 open condition occurred. The boston scientific crm technical services consultant discussed that this code indicates an open condition detected with shock delivery. A shock delivery with > 125 ohms impedance did occur as a result. The local area sales representative verified this in the logbook. However, since the fault code happened when no leads were connected to this crt-d, then it remained okay to use the device and leads. The local area sales representative confirmed that the pocket evacuation was not the result of a patient infection. There was no infection present. There were no reported adverse patient symptoms otherwise noted with these clinical observations.